Manufacturer narrative:
Returned device was received with top and bottom cases are in excellent condition. No visible contamination. Evidence of reported problem in event log was found. During the evaluation of the device, yes. Reported problem duplicated during power up process. The customer reported condition was confirmed. Problem source is unknown. A DHR review is not applicable in this case because the defective component (battery pack) is not evaluated or tested in any way during the manufacturing process and the medfusion battery pack manufacturing records are retained by the supplier at their manufacturing site and are not readily available for review.

Event description:
It was reported that smiths medical medfusion 3500 pump had a depleted battery error. No adverse patient effects were reported.